Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. The device was then removed and met resistance with the difficult anatomy causing the reported difficulty to remove and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed using an unspecified xience alpine stent delivery system (sds). The sds failed to cross the target lesion due to the anatomy. During removal, resistance met with the anatomy and the stent dislodged. The stent was snared and the procedure was successfully completed with an unspecified xience alpine stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.